Manufacturer narrative:
There was no indication of a performance issue of reagent or instrument. The alarm trace does not contain a conspicuous event. The description of the issue was trended for further investigation and there was no abnormal trend identified. The service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) checked the instrument, and did not identify a cause for the event. The fse made some minor adjustments, and cleaned the ise assembly area. Precision test results were within specification. The customer ran calibration ,and qc with acceptable results.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect na, k for gen.2 on a cobas 6000 c (501) module. The initial na result was 122 mmol/l and the initial k result was 4.24 mmol/l. These results were reported outside of the laboratory where they were questioned by the physician. The sample was repeated with an na result of 142 mmol/l, and a k result of 3.0 mmol/l. The repeat results were believed to be correct. No cartridge lot numbers with expiration dates were provided.